Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and troubleshooting indicated an intermittent low voltage from the power supply unit. A new power supply module was installed resolving the issue. Est and uvt performed per manufacturers specifications. All flows and volumes verified with flow analyzer measured within manufacturer's specifications.

Event description:
The customer reported that the power supply voltage of avea ventilator is reading low. There is no patient involvement associated with this event.